Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot# none, serial# (B)(4), implanted: (B)(6) 2016, explanted: none, product type: lead. Product ID: (B)(4), lot# none, serial# (B)(4), implanted: (B)(6) 2016, explanted: none, product type: lead. Product ID: 97714, lot#: none, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 21-apr-2020, UDI#: (B)(4) ; product ID: 977c165, serial/lot #: (B)(4), ubd: 21-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the implantable neurostimulator was replaced on (B)(6) 2021. The impedance issues on all 16 electrodes continued. Attempts were made to reprogram the lead; however, they were unsuccessful. The physician is referring the patient to a spinal surgeon for lead replacement.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977c165 lot# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 97714 lot# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member. It was reported that the caller stated that the patient had surgery in july as they thought the implant battery wasn't working. At the pt's follow-up appointment, a manufacturer representative was testing everything and the patient could not feel the stimulation. It was explained that the leads were discovered to be malfunctioning and the problem, not the implant. The patient's device/therapy has not been working for the last 6+ months. Surgery replacement of the lead is being scheduled.